Event description:
The first endo gia ultra universal stapler opened to sterile field would not engage properly nor lock down on tissue sufficiently. The physician requested a new stapler be opened and problem solved.